Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Internal and external inspection was performed and no issues were noted. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of the iipv event was use error, tidal total ultra filtration removal set too low. ¿the homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was not connected at the time of the alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient did not do any off-cycler manual exchanges. The initial drain volume (dv) equaled 1722ml, the last fill volume (fv) equaled 1499ml, cycle four ultra filtration (uf) equaled 2547ml, while cycle three, two and one were much lower at 26ml, 24ml and -95ml. There were no bypasses noted and the therapy was tidal. The fv was programmed at 2400ml, last fv was 1500ml and there were full drains every four cycles. There was no patient injury or medical intervention associated with this event. No additional information is available.